Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during last fill. The technical service representative (tsr) explained the alarm and helped the home patient (hp) clear the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up, the hp stated that she did not know what the cause of the alarm was. It appeared on the machine approximately 30 minutes after starting therapy. She stated that she did not inform the rn. The hp was advised to let the rn know since there was a breach in sterile pathway. The hp is aware of proper procedures. The hp said that there were no issues noted with the cassette. The hp stated that there were no injuries or medical interventions as a result of this alarm.